Manufacturer narrative:
Commercial decision - recall and provision of the new screwdrivers indicates: there is not incident anymore on screwdrivers for 18 months. Forty three screwdrivers to be replaced on USA. Conclusion: recall completed.

Event description:
Following the FDA inspection of (B)(6) 2015 in (B)(6) and an (B)(6) orthopedics decision, we recall the peek screwdrivers ref 263783 (older version than batch d engraved on it).